Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an intraocular lens (iol) would not unfold. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided a.1., a.2., a.3., d.10., d.11., h.3., h.6., and h.10. The lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. One haptic is bent toward the optic and the distal haptic tip is adhered in dried solution to the optic edge. The other haptic is broken in the distal tip area. The distal tip was returned adhered in dried solution onto the anterior optic surface. The optic was tilted, pressed into the well area on one side and pressed against and between two posts of the lens case on the other side of the optic. The lens was cleaned with lphse to further assess. A fold test was conducted using folding tweezers. The optic folded and unfolded with no abnormalities observed. All product and batch history records are quality reviewed prior to product release. An approved cartridge, handpiece, and viscoelastic were used with the lens. The root cause for the complaint of "would not unfold" could not be determined. The lens was returned positioned incorrectly in a lens case. Broken haptic tip damage was observed upon return. A fold test was conducted. The optic folded and unfolded with acceptable results. The associated products were all qualified for use with this lens. The manufacturer internal reference number is: (B)(4).